Event description:
The customer reported that the images of the 9800 system would suddenly become dark. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The system interface printed circuit board was removed and replaced. The system nodes were flashed and the configuration files were restored. The system was tested and operates as intended.